Event description:
Physician requested a replacement programming wand because it was 7 or 8 years old and was difficult to use. It does not work all the time despite the batteries being changed out. A replacement wand was sent to the site. Product analysis was performed on the programming wand. The serial data cable, which produced communication errors, had an intermittent conductor.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.